Manufacturer narrative:
(B)(4). Incorrect anatomy: do not use the perclose at smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. (B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients who are morbidly obese (body mass index greater than 35kg/m2). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis and patient effects; however, the treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the inguinal ligament was achieved using a perclose at device after a coronary interventional procedure on (B)(6) 2015 to treat a myocardial infarction. Reportedly, the patient returned five days post procedure ((B)(6) 2015) with a small hematoma. An magnetic resonance imaging (MRI) and computed tomography scan (CT) were completed and showed no issues with closure of the perclose at device and the patient was released home. The patient returned on (B)(6) 2015 with a drop in hemoglobin levels. Exploratory surgery was performed and bleeding was found at the inguinal ligament puncture site. The inguinal ligament was surgically sutured closed and a blood transfusion was given for the drop in hemoglobin. The patient was reported to be morbidly obese. The patient developed an infection and remains hospitalized. The patient was transported to another facility for treatment of the infection. The infection was not caused by any issues related to the perclose at device. The physician is reported to be trained in the use of the perclose at device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.